Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and liver cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and liver cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer received new and relevant information on 12/17/2022. The device was returned to the service center for evaluation. During the evaluation of the device, there was no visible foam particles found. The device was repaired. Section g3 has been updated. In addition, appropriate code updated/corrected.